Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of fast atrial fibrillation (af) which led to inappropriate anti-tachycardia pacing and then inappropriate therapy. The patient's medical treatment was changed, their device was reprogrammed, and is still in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.